Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt presented with a driveline infection and as a result the hosp made a decision to exchange the device.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. According to the info provided to the MFR, the explanted lvad was disposed of by the hosp. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.